Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer's blood glucose value was 236 mg/dl at the time of the incident and the current blood glucose was 425 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with insulin pump. Customer reported they did not allege pump was under delivering. The customer was assisted with troubleshooting. The insulin pump will not be returned device for analysis.